Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump touch screen was cracked, unresponsive and unreadable. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touch screen unresponsive and unreadable issues and malfunction unknown were verified, but the touchscreen cracked issue could not be verified.